Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during an abdominal hysterectomy, the device jaws would not disengage from the tissue. No further information was available from the site as to how the device was removed. There was no patient injury. Another device within the same surgery was used with the same outcome. This device can be found on MFR. Report# 1717344-2010-00097.